Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the prograsp forceps instrument broke. There was no allegation that any piece from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the distal idler. There was no damage on the pulley clevis. Failure analysis investigation also found the following instrument damages. On grip close cable was derailed at the idler pulley. The grips still open and close, but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to the derailment. The surface of the distal pulley exhibited scratches. The distal end of the instrument's main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.